Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device is returned and an evaluation completed for it. Manufactured date is not known. The user complaint of focus issue was not confirmed. Upon inspection, the focus issue reported by the user was not found. However, the device had a faulty cable unit which led to an image not being displayed.

Event description:
As reported for this event, the device had focus issues. There is no reported patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements by way of which the phenomenon can be prevented: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.